Event description:
It was reported that during a laparoscopic gastric bypass the device would not open after it was inserted into the trocar. The case was completed with a similar device with no pt consequence.